Event description:
The facility rep reported "will not stay on" found before use. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp rep stated that there were no reports of injury or medical intervention. No add'l info is available.

Manufacturer narrative:
Eval results: the reported condition of "will not stay on" was not duplicated or confirmed. The device passed all visual and functional tests prior to customer return.